Manufacturer narrative:
Blank fields on this form indicate the information is unknown or not available. (B)(4). Event is still under investigation at this time.

Event description:
After a c-sec procedure, the patient developed pph (postpartum hemorrhage). The physician decided to use bakri balloon; but was unable to inflate the balloon with saline, due to balloon leakage. Another bakri balloon was used to manage the patient pph. No adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as caution when placing the balloon and to avoid excessive force. The visual inspection of the returned device reported a 6.5 cm longitudinal split in the balloon material. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, there is no indication that a design or process related failure mode contributed to this event. It is possible that user technique contributed to this event; however, based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
After a c-sec procedure, the patient developed pph (postpartum hemorrhage). The physician decided to use bakri balloon; but was unable to inflate the balloon with saline, due to balloon leakage. Another bakri balloon was used to manage the patient pph. No adverse consequence to the patient.